Manufacturer narrative:
Unique identifier (UDI) # continuation - (B)(4) - too long to enter into information field method: no testing methods performed unable to be selected. Results: no results available since no evaluation performed unable to be selected. The product was not returned; therefore, the complaint cannot be verified. The device history record review for the screw lot did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive cause could not be determined.

Event description:
The dentist reported the abutment screw had fractured at tooth site #19, after loading. The fractured screw was removed.